Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 syringes of juvéderm volbella® xc in the tear troughs and in the lines above the lip. The next day, patient returned to the office with ¿severe swelling in lower jowls and a little bit in the upper lip.¿ the patient was treated with a medrol dosepak; symptoms resolved 2 days later. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00838 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc (lot: v15la80757).